Event description:
Reference number (B)(4). Event occurred in the bahrain. It was reported that patient faced high blood glucose event on (B)(6) 2026. The patient treated with insulin pump. No further information available.